Manufacturer narrative:
The insulin pump was received with traces of corrosion was found at the electronic and the motor assemblies per our visual inspection. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for twenty four hours and no blank display anomalies or unexpected pump error were noted. The power connector was plugged in and locked in place properly. The insulin pump was received with cracked case on the back at the battery tube area, broken belt clip rails, minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error alarm after showering with insulin pump still connected. It was reported that insulin pump would not turn on. It was noticed that insulin pump was cracked. Customer's blood glucose was unknown. Insulin pump would be replaced.